Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient receive a pump in 2006, and had it replaced a few years back. It was noted the patient still has 23 months left on their current pump. The patient was at the healthcare professional (hcp) office for a pump refill and everything was reading right on the handheld device. The hcp went to take out the medication (morphine) and there was nothing there. The patient was supposed to 2cc left in the reservoir, but there was nothing. It was noted the alarm never sounded. It was noted that about "there( three)" days earlier the patient thought they had the flu, but now knowing that the pump was empty, the patient believed they were going through withdrawal. The hcp had no explanation for the empty pump with no alarm. The patient was sent on their way until their next refill date. It was noted that the patient does not have the option of giving themselves boluses either. The event date was unknown. No further information was reported. No further complications were reported/anticipated.